Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-sep-09 regarding a patient receiving morphine (unknown concentration at 0.25mg/ml) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient presented to the hcp's facility with "heart failure symptoms." The event date was within a week or so of the date of report. It was noted that the hcp interrogated the pump with a tablet for the first time and encountered alerts, but did not specifically state what they said. The alerts had been bypassed prior to saving them and nothing visual was provided to confirm the alerts. When looking through the settings it was noted that the personal therapy manager (ptm) doses were wiped out and there was an orange alert at the bottom, but it was noted that the hcp may have accidentally changed a field for the dosing to be wiped out. No actions were taken to resolve the missing dosing information and ptm dosing was left off. There was some question as to if the pump might be empty as the refill date was supposed to be (B)(6) 2019, but they proceeded to refill the pump and pulled back 10ml which was expected. The representative could not state why they thought the pump might be empty when there was still 10ml left. It was noted that the hcp may end up temporarily stopping the pump while they continued toassess what was going on. It was unknown why the pump was not refilled as scheduled on (B)(6) 2019, and the low reservoir alarm date prior to refill on (B)(6) 2019 was unknown. The cause of the ptm dosing information disappearing was unknown and the representative could not verify if the heart failure symptoms were related to the device or therapy. The specific symptoms the patient experienced were unknown. It was unknown whether the symptoms were resolved. No further complications were reported or anticipated.